Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl, and the bg meter was reading 50 mg/dl. At an unspecified time after this, the patient experienced a ¿brief sensor issue¿, which was reported to have occurred for over 3 hours. No bg meter readings were taken during the time the cgm was in a sensor error state. The patient began to feel weak, which prompted the patient to go to the emergency room on the morning of (B)(6) 2024. At the ER, the patient¿s bg meter reading was 50 mg/dl. It was reported the patient was treated with metformin (although this would be contradictory for a hypoglycemic event). It can be presumed the metformin may have been given to the patient as part of her routine daily medications. The patient was discharged home after 24 hours. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.